Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the farawave ablation catheter 31mm was selected for use, unable to irrigate the catheter while in flower configuration. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during a pfa procedure the farawave ablation catheter 31mm was selected for use, unable to irrigate the catheter while in flower configuration. The procedure was completed successfully without patient complications. The device is expected to be returned. It was further reported that the issue was resolved by replacing the catheter